Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 44000. The event happened during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: 5/27/2025. Received one device. Complaint concerns confirmed through power up test. Unit power on with code 44000 present, attempted software flash with no change to results. Replaced main pwa to resolve issues. Unit now powers up normally and acts as expected. Performed sensor calibration. Performed performance verification tests (pvt) , unit passes all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.